Event description:
It was reported that the customer's blood glucose was 274 mg/dl. Caller stated that the customer's insulin pump was not working correctly because it has cracks and fell in the swimming pool. Caller stated that the customer is treating with manual injections. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage in the electronic assembly. Unable to verify battery out limit alarm due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.